Event description:
It was reported that while making a routine call to a customer, the sales representative was handed an intra-aortic balloon (iab) and told it ruptured. The customer did not have information about the events that lead to him receiving the iab in his office. The sales representative was not notified about an incident involving a patient and an iab rupturing.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was blood on all interior and exterior surfaces of iab. Pump tubing was attached to the lock connector. Central lumen was kinked approximately 1 cm from the bifurcation. Super arrow-flex sheath was on the catheter approximately 5 cm from the proximal end of the bladder. Central lumen and fiber optix sensor (fos) were broken approximately 6 cm from the distal tip. Slide connector and data key were attached to yellow fos cable. A vacuum was pulled on iab, but did not hold. A vacuum was pulled on the one-way valve and held. A different spring wire guide (swg) was fed thru the central lumen, but would not pass the kinked or broken areas. Iab was submerged and pressurized in water. Bubbles exited distal tip and luer, indicating a central lumen break. After blocking both ends of iab, bubbles exited bladder approximately 16 cm from distal tip, in an abraded area, approximately 2 mm in length. Instructions for use states, "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of iab perforation is unpredictable and may be due to calcified plaque, resulting in membrane surface abrasion and eventual perforation." A device history record re-review was conducted on iab and it met all specifications and passed all in-process testing. The root cause was due to calcified plaque. Conclusion: abrasion related complaint causing the puncture of the bladder.